Event description:
It was reported the philips healthcare that during diagnosis of a (B)(6) year old female patient, the heartstart mrx shut down. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.